Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, controls are in place for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced bronchospasm and agitation during a right sided thoracentesis as a result of a cracked and leaking continu-flo solution set. The patient was intubated with an endotracheal tube (ett) requiring large amounts of intravenous propofol/fentanyl and prn versed sedation with maximal ventilatory support. During the procedure, the patient became brochospastic and agitated. A prn sedation versed dose was given. Despite this, the patient continued with coughing and gagging on the ett with desaturation requiring 100% oxygen delivery. During positioning of the patient the nurse observed a wet floor indicating that the fentanyl IV tubing had cracked off at the hub of the IV site and was leaking medication onto the floor (unspecified amount). The patient was given prn sedation and a new IV line was primed while preventing patient extubation. No further detail was provided regarding the patient outcome of the event. No additional information is available.